Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
It was reported that the rv lead was explanted due to a dislodgment. A new rv lead was implanted and showed good values. The patient's condition before and after surgery was good.